Event description:
The pump was returned and evaluated by animas. When the pump was tested and the load step was activated the piston continued forward until a 'no cartridge detected' alarm was emitted. There was no reported patient impact associated with this complaint. This complaint is being reported based on investigation results.

Manufacturer narrative:
(B)(6). Recall#: 2531779-03/24/2010/003-r. The pump was returned to animas. When the load step was activated the piston continued forward until a no cartridge detected alarm was emitted. The force sensor calibration was measured and found to be out of specification. When the force sensor was removed and tested the resistance was found to be within specifications. There was evidence of green contamination around the force sensor shim. Unrelated to the complaint the display was pink and dim. The screen was replaced with another one and the contrast returned to normal. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.